Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient underwent the trial implant procedure on (B)(6) 2017. During the surgery, the doctor was unable to get coverage in the correct area and the patient was getting nerve root stimulation instead. As a result, the doctor decided to remove the lead and abandon the procedure.